Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tkr, the end of one (1) gii articular inserter/extract snapped off during poly/insert insertion into the gen ii baseplate. 1 piece fell inside the wound and was removed and accounted with forceps. The procedure was resumed, after a non-significant delay, with a change in surgical technique. No further complications were reported.